Manufacturer narrative:
A getinge field service engineer (fse) isolated failure to front end board. Replaced and fully calibrated front end as per service manual. Unit passed all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing dept. Received part number with a reported unit failure of the atmospheric and shuttle transducers severely out of calibration. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per procedure and the cs300 service manual part number 0070-00-0689 rev w. Fat was able to verify the reported issue of the atmospheric shuttle being out of calibration. Retaining the part in the failure analysis and testing department per procedure. So, the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit atmospheric &shuttle transducer out of calibration.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical & impact)

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit atmospheric &shuttle transducer out of calibration. There was no patient involvement.